Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No medical intervention was required, and the recipient's sore has resolved. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a pressure sore. The recipient's magnet strength was adjusted and the use of moleskin advised. The recipient was reportedly advised to discontinue use of the device. The sore has reportedly healed.